Manufacturer narrative:
(B)(4). Concomitant medical products: biomet head cat#650-1158 lot#2016061373, unknown cup, unknown stem. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial tha. Subsequently, asymptomatic patient returned for routine check with surgeon who discovered via x ray potential poly dislocation. Arthroscopic exploration approximately 2 years later revealed poly dissociation and performed closed reduction. Subsequent re dislocation at undisclosed time and then revised again a few months later. Surgeon performed a head and bearing exchange. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with x rays and pictures provided. The liner shows black debris on the inside of the bearing, as well as a large indentation on the outside of the bearing typically found when the bearing rubs on a shell. X rays demonstrate polyethylene wear versus fracture of the acetabular cup. Punctate metallic foci along the inferior aspect of the joint could represent metallosis or evidence of polyethylene liner fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02253.